Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about six months. At the most recent follow-up, however, the longevity remaining decreased to about four years. The device was reprogrammed and the left ventricle was adjusted accordingly and battery longevity is at about five years. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about six months. At the most recent follow-up, however, the longevity remaining decreased to about four years. The device was reprogrammed and the left ventricle was adjusted accordingly and battery longevity is at about five years. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information: surgical intervention was performed to explant and replace device. The product has been received for analysis. This report will be updated upon completion of analysis. Product analysis completed.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned cardiac resynchronization therapy pacemaker (crt-p) device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about six months. At the most recent follow-up, however, the longevity remaining decreased to about four years. The device was reprogrammed and the left ventricle was adjusted accordingly and battery longevity is at about five years. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information: surgical intervention was performed to explant and replace device. The product has been received for analysis. This report will be updated upon completion of analysis.